Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The recognition test was performed all testing passed. The harmonic ace instrument moved intuitively with full range of motion in all directions. The clamp arm opened and closed properly. Additionally, the instrument was inspected and mechanical indentation damage to the blade was identified. Further inspection found teflon pad damage to the clamp arm. A piece of the teflon pad measuring approximately 0.04¿ x 0.028¿ in size was missing and not returned. These issues are unrelated to the alleged recognition issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: no physical damage is identified based on this review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized. No fragments were reported to fall into the patient. The customer used a spare instrument to continue with the surgery. The procedure was completed with no reported injury.